Event description:
It was reported that when the preloaded intraocular lens (iol) was implanted, a triangular impression was found on the lens. The iol was immediately removed and the "standby lens" was implanted. The incision had to be enlarged for the iol removal. The customer indicated that the instructions for use were followed. Ophthalmic viscosurgical device (ovd) healon pro was used. No further details were provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 - health effect - clinical code: 4581: incision enlarged. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: may 15, 2024. Section h3 - device evaluated by manufacturer? Yes . Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint headpiece revealed that it was received with the plunger rod partially advanced. Viscoelastic residue was dispersed through the entire length of the cartridge. The lens module was inspected, presented with no damage or viscoelastic residue. Device assembly and plunger rod advancement were inspected, presenting with no issues. The lens was cleaned and presented with damage to the optic body. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.